Event description:
It was reported the video system center presented a flickering and unstable image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, g3, h2, h3, h6, h11 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the phenomenon was caused by corrosion on the connector part and foreign material but root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.